Event description:
It was reported the patient received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 125 mg/dl (aviva meter) and 20 mg/dl (paramedic's meter). The patient was having symptoms of hypoglycemia of feeling weak and foggy. The patient was treated by paramedics with glucagon and he was taken to the hospital where an IV was started, but the patient stated the medication was never pushed. The patient was admitted to the hospital from (B)(6) 2017. The medical professionals stated that his blood glucose was low as a result of his insulin dose being too high with the patient's new diet. Return of the suspect device was requested for evaluation.